Manufacturer narrative:
Investigation of returned device revealed that the guidewire coil was broken off at the middle brazing at 15mm from tip end, and missing. No breakage was found with core wire. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of the returned devices, it is inferred that the tip of guidewire was trapped in the cto lesion, where rotational manipulation was applied excessively, which led the loosening deformation of coil and accumulation of rotational force to the brazing point, resulting the breakage of coil wire at the brazing. IFU describes in its warning; when torquing this device inside the blood vessel, do not torque continuously in the same direction. This may cause the device to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the device, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, to treat a heavily calcified cto lesion at right sfa, crossing lesion was attempted with other guidewires but failed, subject guidewire was then used. During the attempt, coil breakage was found. The broken coil was left in the anatomy, so that a stent was deployed to fix it to vessel. Procedure was completed with other guidewires. No further complication is reported.

Manufacturer narrative:
(B)(4).